Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. Review of the device activity logs showed the first charge attempt resulted in a charging error. The next two charge attempts have charge timeouts due to exceeding 25 seconds. A low battery message appears after the charging issues. The battery used at the time of the event was not returned as part of this investigation. Extensive testing of the device did not duplicate the charge error. The processor/bridge/pace board and the ECG board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient in her 70's, the device failed to charge energy. The clinician attempted to defibrillate a second time and the device was unable to discharge energy. Complainant indicated that they obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.